Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) (approximately 40-600 mg/dl). Reportedly, the pump settings needed to be adjusted. Customer delivered boluses to address elevated bg levels, and addressed low bg levels with food and juice. Tandem technical support guided the customer through adjusting the pump settings.